Event description:
It was reported, the tip of the ultrasonic surgical device broke off and fell into the abdominal cavity during a hysteroscopy vaginal laparoscopy and was retrieved with a grasper. There was a 7 to 10-minute delay; after which, the procedure was completed successfully. There were no reports of patient harm.